Manufacturer narrative:
UDI: (B)(4). Additional information: UDI and methods, results, and conclusions codes. The device was not returned, however, photos of x-rays were provided capturing the rod prior to the revision surgery. The images provided show the rod has fractured. The cause cannot be conclusively determined with the available information. A review of the production records do not indicate that manufacturing issues would have contributed to this event.

Event description:
It was reported that two rods were found to be broken when the patient followed up with medical personnel for pain. A revision surgery was performed to remove and replace the rods. This is report two of two for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2019-00040.

Event description:
It was reported that two rods were found to be broken when the patient followed up with medical personnel for pain. A revision surgery was performed to remove and replace the rods. This is report two of two for this event.